Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the tachy therapy was turned off and no x-ray procedure was done. There was no plan for surgical intervention as of now. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
---

Event description:
Boston scientific received information that during routine follow-up, this right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance and high threshold measurement. The physician performed isometrics and pocket manipulation but did not produce noise and inappropriate events. Boston scientific technical services (ts) discussed potential fracture and suggested changing the lead and the device at the same time. The lead remains in service. No adverse patient effects were reported.